Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler would only drop a quarter of an inch which resulted in jerky motion. This would be an annoyance; however, it is not likely to harm the patient as the fowler was still functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the fowler would drop after the button was released due to a broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would drop after the button was released due to a broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.